Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her high blood glucose level. She received a no delivery alarm, felt sick, and went to the hospital. The customer experienced diabetic ketoacidosis. Her blood glucose level was 250mg/dl. She treated her high blood glucose level with a manual injection. The customer was not wearing the insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).